Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the lg air supply tubes dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg air supply tubes. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.